Event description:
Device issue: none. Adverse event: restenosis, angina. Onset of adverse event: approximately 6 months after stent placement. It was reported via a trial that approximately 6 months post a proximal left anterior descending (lad) stenting procedure, the patient was experiencing angina at rest. The patient was hospitalized. Stenosis was found proximal to the stent, but within 5 mm. A non-abbott des stent was placed overlapping the abbott stent. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4): angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.